Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) and rv impedance. There was no lead integrity alert (lia) trigger. The rv lead is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for rv.pace lead impedance of 1248 ohms occurred on (B)(6) 2011. Weekly pace measurement log data shows a spike increase max v.pace = 760 to 1568 ohms peak between (B)(6) 2011. A patient alert for hvb-hva lead impedance of 104 ohms occurred on (B)(6) 2012. Weekly pace measurement log data shows an increase for min and max hvb of 56 to 100 ohms peak between (B)(6) 2011 and (B)(6) 2012.